Event description:
During a ptca treatment procedure the maverick2 monorail balloon ruptured at 10 atms on the third inflation. (The number of atms reached on the initial two inflations is unknown). The pt was asymptomatic during this event. The lesion being treated was a calcified and 99% stenotic lesion in the proximal-mid lad coronary artery. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.